Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain/abdominal pain"), genital haemorrhage ("abnormal bleeding"), cellulitis staphylococcal ("rashes or skin conditions type: mesa") and staphylococcal infection ("allergic or hypersensitivity reaction type: constant mrsa infections / infection (other) describe: mrsa") in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Transabdominal ultrasound should nabothian cysts seen in cervix, trace of free fluid seen. Right ovarian cyst and follicle seen: 2.0x1.8x2.2 cm, 1.4x1.0x1.6 cm. Normal appearing left ovary seen. Previously administered products included for an unreported indication: lexapro. Concurrent conditions included dysuria, suprapubic pain, blood in urine, dysmenorrhea, endometriosis, swelling, mood change, dyspareunia, menometrorrhagia, swelling abdomen, bloating, vomiting and right lower quadrant pain. Concomitant products included escitalopram oxalate (lexapro) from 2005 to 2009, metronidazole (flagyl 250), naproxen and sertraline hydrochloride (zoloft) from 2009 to 2016. In 2008, the patient had essure inserted. In 2009, the patient experienced vaginal discharge ("vaginal discharge") and pelvic pain ("lower pelvic pain"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6)2009, the patient experienced pelvic adhesions ("other injury(ies) or complication please describe: lysis of adhesions"). In 2010, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and alopecia ("hair loss"). In 2012, the patient experienced staphylococcal infection (seriousness criterion medically significant), rash ("allergic or hypersensitivity reaction type: skin rashes / rashes on abdomen"), dermatitis psoriasiform ("rashes or skin conditions type: lesions on abdomen") and urinary incontinence ("bladder or urinary problems or changes: weak bladder and stream constant leaking"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), cellulitis staphylococcal (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression (", psychological or psychiatric problems condition: depression"), anxiety (", psychological or psychiatric problems condition: anxiety"), somnambulism ("psychological or psychiatric problems condition: sleep walking after misdiagnose psych medications"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), skin infection ("skin infection"), amnesia ("psychological or psychiatric problems condition: memory loss"), anger ("psychological or psychiatric problems condition: anger issues"), loss of employment ("psychological or psychiatric problems condition: employment trauma"), pain ("constant full body ache"), arthralgia ("joint pain") and contusion ("bruising"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (to remove the essure implant, hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, hypersensitivity, weight increased, vaginal haemorrhage, menorrhagia, rash, somnambulism, post-traumatic stress disorder, dermatitis psoriasiform, urinary incontinence, nausea, tooth disorder, allergy to metals, vaginal discharge, fatigue, pelvic adhesions, skin infection, amnesia, anger, loss of employment, pain and arthralgia outcome was unknown, the staphylococcal infection had resolved and the depression, anxiety, alopecia, pelvic pain and contusion was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anger, anxiety, arthralgia, cellulitis staphylococcal, contusion, depression, dermatitis psoriasiform, fatigue, genital haemorrhage, hypersensitivity, loss of employment, menorrhagia, nausea, pain, pelvic adhesions, pelvic pain, post-traumatic stress disorder, rash, skin infection, somnambulism, staphylococcal infection, tooth disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on 2012 plaintiff undergo for surgery (other) type of surgery: appendectomy, laparoscopy, surgery to remove scar tissue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: weight increased, pelvic pain, menorrhagia, depression, pelvic adhesions, fatigue, rash, abdominal pain, nausea, staphylococcal infection, vaginal haemorrhage, migraines. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: skin rashes and constant mrsa infections, infection (other) describe: mrsa, psychological or psychiatric problems condition: sleep walking after misdiagnose psych medications and ptsd, rashes or skin conditions type: lesions on abdomen, mrsa, bladder or urinary problems or changes: weak bladder, nausea, dental problems, nickel allergy, vaginal discharge, fatigue, hair loss, other injury(ies) or complication please describe: lysis of adhesions, lower pelvic pain, skin infection, psychological or psychiatric problems condition: memory loss, anger issues, constant full body ache, joint pain, bruising. Outcome of event anxiety, depression were updated. Concomitant and treatment drug, aka name, reporter information, historical drug, medical history, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain/abdominal pain"), genital haemorrhage ("abnormal bleeding"), cellulitis staphylococcal ("rashes or skin conditions type: mesa"), staphylococcal infection ("allergic or hypersensitivity reaction type: constant mrsa infections / infection (other) describe: mrsa\skin infection chronically from mrsa"), pelvic adhesions ("other injury(ies) or complication please describe: lysis of adhesions"), scar excision ("surgery to remove scar tissue") and appendicectomy ("appendectomy") in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Transabdominal ultrasound should nabothian cysts seen in cervix, trace of free fluid seen. Right ovarian cyst and follicle seen: 2.0x1.8x2.2 cm, 1.4x1.0x1.6 cm. Normal appearing left ovary seen. Previously administered products included for an unreported indication: lexapro and paxil. Concurrent conditions included dysuria, suprapubic pain, blood in urine, dysmenorrhea, endometriosis, swelling nos, mood change, dyspareunia, menometrorrhagia, swelling abdomen, bloating, vomiting and right lower quadrant pain. Concomitant products included agathosma betulina leaf;apium graveolens seed;arctostaphylos uva-ursi leaf;juniperus communis;petroselinum crispum leaf (herbal water pill), escitalopram oxalate (lexapro) from 2005 to 2009, metronidazole (flagyl 250), naproxen and sertraline hydrochloride (zoloft) from 2009 to 2016. In 2008, the patient had essure inserted. In 2008, the patient experienced depression (", psychological or psychiatric problems condition: depression"), anxiety (", psychological or psychiatric problems condition: anxiety\ loss of family"), loss of employment ("psychological or psychiatric problems condition: employment trauma"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced amnesia ("psychological or psychiatric problems condition: memory loss"), anger ("psychological or psychiatric problems condition: anger issues") and mood altered ("hormonal changes describe: mood changes"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In 2009, the patient experienced vaginal discharge ("vaginal discharge") and pelvic pain ("lower pelvic pain"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced pelvic adhesions (seriousness criterion medically significant). In 2010, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and alopecia ("hair loss"). In 2012, the patient experienced staphylococcal infection (seriousness criterion medically significant), rash ("allergic or hypersensitivity reaction type: skin rashes / rashes on abdomen"), dermatitis psoriasiform ("rashes or skin conditions type: lesions on abdomen") and urinary incontinence ("bladder or urinary problems or changes: weak bladder and stream constant leaking"). On (B)(6) 2016, the patient experienced cervical dysplasia ("tumor / teratoma / cancer type: cervical dysplasia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), cellulitis staphylococcal (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), somnambulism ("psychological or psychiatric problems condition: sleep walking after misdiagnose psych medications"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), pain ("constant full body ache"), arthralgia ("joint pain"), contusion ("bruising"), dyspareunia ("dyspareunia (painful sexual intercourse)") and psychological trauma ("psychological or psychiatric problems - condition: trauma") and underwent scar excision (seriousness criterion medically significant) and appendicectomy (seriousness criterion medically significant). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (lysis of adhesions and to remove the essure implant, hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, cellulitis staphylococcal, pelvic adhesions, scar excision, hypersensitivity, weight increased, vaginal haemorrhage, menorrhagia, rash, somnambulism, post-traumatic stress disorder, dermatitis psoriasiform, urinary incontinence, nausea, tooth disorder, allergy to metals, vaginal discharge, fatigue, amnesia, anger, loss of employment, pain, arthralgia, appendicectomy, cervical dysplasia, dyspareunia, dysmenorrhoea, mood altered, migraine, headache and psychological trauma outcome was unknown, the staphylococcal infection had resolved and the depression, anxiety, alopecia, pelvic pain and contusion was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anger, anxiety, appendicectomy, arthralgia, cellulitis staphylococcal, cervical dysplasia, contusion, depression, dermatitis psoriasiform, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, loss of employment, menorrhagia, migraine, mood altered, nausea, pain, pelvic adhesions, pelvic pain, post-traumatic stress disorder, psychological trauma, rash, scar excision, somnambulism, staphylococcal infection, tooth disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on 2012 plaintiff undergo for surgery (other) type of surgery: appendectomy, laparoscopy, surgery to remove scar tissue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: I was told it was a success and both tubes were blocked. Results: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: weight increased, pelvic pain, menorrhagia, depression, pelvic adhesions, fatigue, rash, abdominal pain, nausea, staphylococcal infection, vaginal haemorrhage, migraines. Most recent follow-up information incorporated above includes: on 14-may-2019: pfs received: new events- mood changes, migraines,headaches, dysmenorrhea,dyspareunia cervical dysplasia, appendectomy, scar excision and psychological or psychiatric problems - condition: trauma were added. Event skin infection clubbed with staphylococcal infection. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/abdominal pain'), genital haemorrhage ('abnormal bleeding'), cellulitis staphylococcal ('rashes or skin conditions type: mesa'), staphylococcal skin infection ('allergic or hypersensitivity reaction type: constant mrsa infections / infection (other) describe: mrsa\skin infection chronically from mrsa'), pelvic adhesions ('other injury(ies) or complication please describe: lysis of adhesions'), scar excision ('surgery to remove scar tissue') and appendicectomy ('appendectomy') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Transabdominal ultrasound should nabothian cysts seen in cervix, trace of free fluid seen. Right ovarian cyst and follicle seen: 2.0x1.8x2.2 cm, 1.4x1.0x1.6 cm. Normal appearing left ovary seen. Previously administered products included for an unreported indication: lexapro and paxil. Concurrent conditions included dysuria, suprapubic pain, blood in urine, dysmenorrhea, endometriosis, swelling nos, mood change, dyspareunia, menometrorrhagia, swelling abdomen, bloating, vomiting and right lower quadrant pain. Concomitant products included agathosma betulina leaf;apium graveolens seed;arctostaphylos uva-ursi leaf;juniperus communis;petroselinum crispum leaf (herbal water pill), escitalopram oxalate (lexapro) from 2005 to 2009, metronidazole (flagyl 250), naproxen and sertraline hydrochloride (zoloft) from 2009 to 2016. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced depression (", psychological or psychiatric problems condition: depression"), anxiety (", psychological or psychiatric problems condition: anxiety\ loss of family"), loss of employment ("psychological or psychiatric problems condition: employment trauma"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced amnesia ("psychological or psychiatric problems condition: memory loss"), anger ("psychological or psychiatric problems condition: anger issues") and mood altered ("hormonal changes describe: mood changes"). In (B)(6) 2009, the patient experienced pelvic pain ("lower pelvic pain") and dysmenorrhoea ("dysmenorrhea(cramping)"). In 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced pelvic adhesions (seriousness criterion medically significant). In 2010, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and alopecia ("hair loss"). In 2012, the patient experienced staphylococcal skin infection (seriousness criterion medically significant), rash ("allergic or hypersensitivity reaction type: skin rashes / rashes on abdomen"), dermatitis psoriasiform ("rashes or skin conditions type: lesions on abdomen") and urinary incontinence ("bladder or urinary problems or changes: weak bladder and stream constant leaking/ thrashed my bladder"). On (B)(6) 2016, the patient experienced cervical dysplasia ("tumor / teratoma / cancer type: cervical dysplasia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), cellulitis staphylococcal (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), somnambulism ("psychological or psychiatric problems condition: sleep walking after misdiagnose psych medications"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), pain ("constant full body ache"), arthralgia ("joint pain"), contusion ("bruising"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psychological or psychiatric problems - condition: trauma"), menometrorrhagia ("other injury(ies) or complication(s) please describe: menometrorrhagia"), panic disorder ("debilitating panic"), polycystic ovaries ("pcos(polycystic ovarian syndrome)\ ovarian cysts"), ovarian enlargement ("enlarged ovaries"), uterine enlargement ("enlarged uterus"), type 2 diabetes mellitus ("type 2 diabetes"), acne ("acne"), thyroid disorder ("thyroid issues"), malaise ("I feel sick"), fibromyalgia ("blanket diagnosis for depression or fibromyalgia"), neurodegenerative disorder ("it can also be sign of neurodegenerative issue"), asthenia ("yeah I feel weak"), allergic sinusitis ("allergy and sinus stuff is so yucky"), eye irritation ("I feels like I poured sand my eyes and ground into my skin they are burning"), skin burning sensation ("I feels like I poured sand my eyes and ground into my skin they are burning"), nasopharyngitis ("cold"), oropharyngeal pain ("my throat hurs"), nasal congestion ("congestion is setting into my nose"), nephrolithiasis ("kidney stones"), lymphadenopathy ("lymph nodes swollen"), herpes zoster ("I googled it last night and am positive that it is shingles from such high stress as of late"), pruritus ("I am itch"), dizziness ("just feel weak and dizzy") and mass ("had somes bumps due to anxiety but as I heal fro surgery"), underwent scar excision (seriousness criterion medically significant) and appendicectomy (seriousness criterion medically significant) and was found to have heart rate increased ("heart rate up"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (lysis of adhesions and to remove the essure implant, hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, cellulitis staphylococcal, pelvic adhesions, scar excision, hypersensitivity, weight increased, vaginal haemorrhage, menorrhagia, somnambulism, post-traumatic stress disorder, dermatitis psoriasiform, urinary incontinence, nausea, tooth disorder, allergy to metals, vaginal discharge, fatigue, amnesia, anger, loss of employment, pain, arthralgia, appendicectomy, cervical dysplasia, dyspareunia, dysmenorrhoea, mood altered, migraine, headache, psychological trauma, menometrorrhagia, panic disorder, polycystic ovaries, ovarian enlargement, uterine enlargement, type 2 diabetes mellitus, acne, thyroid disorder, heart rate increased, malaise, fibromyalgia, neurodegenerative disorder, asthenia, allergic sinusitis, eye irritation, skin burning sensation, nasopharyngitis, oropharyngeal pain, nasal congestion, nephrolithiasis, lymphadenopathy, herpes zoster, pruritus and dizziness outcome was unknown, the staphylococcal skin infection and rash had resolved and the depression, anxiety, alopecia, pelvic pain, contusion and mass was resolving. The reporter considered abdominal pain, acne, allergic sinusitis, allergy to metals, alopecia, amnesia, anger, anxiety, appendicectomy, arthralgia, asthenia, cellulitis staphylococcal, cervical dysplasia, contusion, depression, dermatitis psoriasiform, dizziness, dysmenorrhoea, dyspareunia, eye irritation, fatigue, fibromyalgia, genital haemorrhage, headache, heart rate increased, herpes zoster, hypersensitivity, loss of employment, lymphadenopathy, malaise, mass, menometrorrhagia, menorrhagia, migraine, mood altered, nasal congestion, nasopharyngitis, nausea, nephrolithiasis, neurodegenerative disorder, oropharyngeal pain, ovarian enlargement, pain, panic disorder, pelvic adhesions, pelvic pain, polycystic ovaries, post-traumatic stress disorder, pruritus, psychological trauma, rash, scar excision, skin burning sensation, somnambulism, staphylococcal skin infection, thyroid disorder, tooth disorder, type 2 diabetes mellitus, urinary incontinence, uterine enlargement, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on 2012 plaintiff undergo for surgery (other) type of surgery: appendectomy, laparoscopy, surgery to remove scar tissue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: I was told it was a success and both tubes were blocked. Results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: weight increased, pelvic pain, menorrhagia, depression, pelvic adhesions, fatigue, rash, abdominal pain, nausea, staphylococcal infection, vaginal haemorrhage, migraines & the following ones were describe in social media: polycystic ovaries, ovarian enlargement, uterine enlargement, type 2 diabetes mellitus, acne, thyroid disorder, heart rate increased, malaise, fibromyalgia, neurodegenerative disorder, asthenia, allergic sinusitis, eye irritation, skin burning sensation, nasopharyngitis, oropharyngeal pain, nasal congestion, nephrolithiasis, lymphadenopathy, herpes zoster, pruritus, dizziness, mass. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media received: polycystic ovaries, ovarian enlargement, uterine enlargement, type 2 diabetes mellitus, acne, thyroid disorder, heart rate increased, malaise, fibromyalgia, neurodegenerative disorder, asthenia, allergic sinusitis, eye irritation, skin burning sensation, nasopharyngitis, oropharyngeal pain, nasal congestion, nephrolithiasis, lymphadenopathy, herpes zoster, pruritus, dizziness, mass were added. Reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/abdominal pain'), genital haemorrhage ('abnormal bleeding'), cellulitis staphylococcal ('rashes or skin conditions type: mesa'), staphylococcal skin infection ('allergic or hypersensitivity reaction type: constant mrsa infections / infection (other) describe: mrsa\skin infection chronically from mrsa'), pelvic adhesions ('other injury(ies) or complication please describe: lysis of adhesions'), scar excision ('surgery to remove scar tissue') and appendicectomy ('appendectomy') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Transabdominal ultrasound should nabothian cysts seen in cervix, trace of free fluid seen. Right ovarian cyst and follicle seen: 2.0x1.8x2.2 cm, 1.4x1.0x1.6 cm. Normal appearing left ovary seen. Previously administered products included for an unreported indication: lexapro and paxil. Concurrent conditions included dysuria, suprapubic pain, blood in urine, dysmenorrhea, endometriosis, swelling nos, mood change, dyspareunia, menometrorrhagia, swelling abdomen, bloating, vomiting and right lower quadrant pain. Concomitant products included agathosma betulina leaf;apium graveolens seed;arctostaphylos uva-ursi leaf;juniperus communis;petroselinum crispum leaf (herbal water pill), escitalopram oxalate (lexapro) from 2005 to 2009, metronidazole (flagyl 250), naproxen and sertraline hydrochloride (zoloft) from 2009 to 2016. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced depression (", psychological or psychiatric problems condition: depression"), anxiety (", psychological or psychiatric problems condition: anxiety\ loss of family"), loss of employment ("psychological or psychiatric problems condition: employment trauma"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced amnesia ("psychological or psychiatric problems condition: memory loss"), anger ("psychological or psychiatric problems condition: anger issues") and mood altered ("hormonal changes describe: mood changes"). In (B)(6) 2009, the patient experienced pelvic pain ("lower pelvic pain") and dysmenorrhoea ("dysmenorrhea(cramping)"). In 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On(B)(6) 2009, the patient experienced pelvic adhesions (seriousness criterion medically significant). In 2010, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and alopecia ("hair loss"). In 2012, the patient experienced staphylococcal skin infection (seriousness criterion medically significant), rash ("allergic or hypersensitivity reaction type: skin rashes / rashes on abdomen"), dermatitis psoriasiform ("rashes or skin conditions type: lesions on abdomen") and urinary incontinence ("bladder or urinary problems or changes: weak bladder and stream constant leaking/ thrashed my bladder"). On (B)(6) 2016, the patient experienced cervical dysplasia ("tumor / teratoma / cancer type: cervical dysplasia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), cellulitis staphylococcal (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), somnambulism ("psychological or psychiatric problems condition: sleep walking after misdiagnose psych medications"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), pain ("constant full body ache"), arthralgia ("joint pain"), contusion ("bruising"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psychological or psychiatric problems - condition: trauma"), menometrorrhagia ("other injury(ies) or complication(s) please describe: menometrorrhagia") and panic disorder ("debilitating panic") and underwent scar excision (seriousness criterion medically significant) and appendicectomy (seriousness criterion medically significant). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (lysis of adhesions and to remove the essure implant, hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, cellulitis staphylococcal, pelvic adhesions, scar excision, hypersensitivity, weight increased, vaginal haemorrhage, menorrhagia, rash, somnambulism, post-traumatic stress disorder, dermatitis psoriasiform, urinary incontinence, nausea, tooth disorder, allergy to metals, vaginal discharge, fatigue, amnesia, anger, loss of employment, pain, arthralgia, appendicectomy, cervical dysplasia, dyspareunia, dysmenorrhoea, mood altered, migraine, headache, psychological trauma, menometrorrhagia and panic disorder outcome was unknown, the staphylococcal skin infection had resolved and the depression, anxiety, alopecia, pelvic pain and contusion was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anger, anxiety, appendicectomy, arthralgia, cellulitis staphylococcal, cervical dysplasia, contusion, depression, dermatitis psoriasiform, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, loss of employment, menometrorrhagia, menorrhagia, migraine, mood altered, nausea, pain, panic disorder, pelvic adhesions, pelvic pain, post-traumatic stress disorder, psychological trauma, rash, scar excision, somnambulism, staphylococcal skin infection, tooth disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on 2012 plaintiff undergo for surgery (other) type of surgery: appendectomy, laparoscopy, surgery to remove scar tissue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: I was told it was a success and both tubes were blocked. Results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: weight increased, pelvic pain, menorrhagia, depression, pelvic adhesions, fatigue, rash, abdominal pain, nausea, staphylococcal infection, vaginal haemorrhage, migraines. Most recent follow-up information incorporated above includes: on 10-oct-2019: plaintiff fact sheet and social media received: new events - menometrorrhagia, debilitating panic were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain/abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, hypersensitivity, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, hypersensitivity and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.